Event description:
The customer reported the cine function failed to playback runs. The cine function failed to operate, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The cine bridge board and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.